Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that a situation happened between a surgeon and an employee. The surgeon showed a picture that looked like unformed staples, but he didn't have any other details and I don¿t believe he returned the product.